Manufacturer narrative:
Date sent to the FDA: 10/1/2021 additional information: a1, a2

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2012. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted a bulging out of mesh matter. The mesh was taken out back to the fascial edges. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 during which the surgeon noted a large hard ball of mesh that took extensive careful dissection in order to expose the bowel. Bowel was densely adhesed to this. Inflammatory reaction was present on both sides of the incision. The mesh was found anchored with protacks, where an extensive lysis of adhesions was performed to free the bowel from the mesh before it could be removed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.